Event description:
The technician alleged that the side rail will latch intermittently. No patient impact.

Manufacturer narrative:
The technician found the cause to be a cracked side rail center arm assembly. No further information is available on the repair of the bed at this time.